Manufacturer narrative:
This case was reopened on february 15, 2016 to enter additional information which had been received on january 28, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008, there will be no further investigation and zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component (exact date not reported). The patient was revised on (B)(6) 2007 due to pain, elevated cocr levels and metallosis.

Manufacturer narrative:
The manufacturer did not receive devices and x-rays, as the patient has not been revised. Blood test were received as no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the left side on unknown date. Revision surgery is in discussion due 8 years post metal on metal hip replacement. Patient presented with elevated chromium and cobalt ions. Item numbers not available.

Manufacturer narrative:
Additional information was received. The implantation and explantation of device has been reported. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers once again this case as closed. (B)(4).

Event description:
Additional information was received on (B)(6) 2016. It has now been reported that the implantation date was on (B)(6) 2007 and the patient was revised on (B)(6) 2016.

Manufacturer narrative:
Additional information was received on 27.04.2016. The devices were returned and the result of the visual examination has been made available. DHR review: DHR records were reviewed and found to be conforming. Review of event description: patient underwent revision surgery due to pain, metallosis and high level metal ions. Pictures, x-rays: no x-rays were received for evaluation. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol other information & sources: toxicology report before the revision surgery indicates elevated cobalt and chrome levels. Visual examination: during the visual examination the durom acetabular component presented damage from the revision surgery such as nicks slight scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. Slightly polished-like areas are visible on the porous coating of the durom acetabular component. Metasul ldh head adapter presented on the inner surface, surface changes due to fretting, corrosion could be found. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).